Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed and reproduced by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.